Event description:
Information received from the field does not address the patient's clinical status but notes that attempts to interrogate the device with three different programmers were unsuccessful. Double magnet application resulted in pacing at the programmed rate, but interrogation was still unsuccessful. The patient's previous pacemaker check was in 1999. The device was subsequently replaced.